Event description:
It was reported that the patient was revised due to no motion in the right shoulder. A surgery was planed to remove the adhesions and implant a smaller head. Cultures were sent to rule out infection. Releases were performed and adhesions were removed. Range of motion was observed to be increased from zero to approximately 80 degrees. But, it was also discovered that the glenoid component was loose. The decision was made to convert to a hemi shoulder arthroplasty and graft the glenoid. Doi: (B)(6) 2021. Dor: (B)(6) 2022. Affected side: right shoulder.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.